Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), product type lead; product ID 3708140, serial# (B)(4), product type extension; product ID 3708140, serial# (B)(4), product type extension; product ID 355031, product type screening device. (B)(4). Analysis of the cable snap-lid connector found no anomaly.

Event description:
It was reported that on the day of implantation, there was no anomaly in impedances of the implantable neurostimulator (ins). Two days later, it was noted that the impedances of electrodes 4, 10 and 15 had increased. It was further noted that the physician thought ¿it was temporal¿, but the measurements had not improved by 3 days after the implanting surgery. It was noted that the cable was ¿reconnected¿ but no change was observed. It was further noted that ¿after the procedure, the lead was connected to the cable and put on the stomach, and wasn¿t notably touched.¿ additional information received reported that the cause of the issue was not determined. It was noted that the patient was implanted with an implantable neurostimulator (ins) after the trial. It was further noted that the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).